Manufacturer narrative:
The unit was received with intermittent buttons due to light moisture damage to keypad traces. The unit was received with minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time .

Event description:
It was reported that the up arrow on the insulin pump does not respond. Blood glucose value is 253 mg/dl. Nothing further reported.